Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that device could not be interrogated and was in backup vvi mode due to a single flipped bit in the product code. When the product code was downloaded, normal function ensued. Comprehensive electrical testing did not cause the vvi reset to recur.

Event description:
It was reported that interrogate of the pulse generator resulted in a message instructing that a 3510 programmer be used to interrogate the device. The pulse generator showed no pacing or magnet rate. The patient had an intrinsic rate of 40 bpm.